Event description:
The reporter did meter to hcp meter comparison tests. Reporter's meter reading was 49 mg/dl, and doctor's meter (type unknown) read 87. The tests were 20 minutes apart. No further info on tests was given. Rptr did not have any symptoms. A control test was in range. On followup, the reporter's spouse states doing testing for reporter, and that the meter had never been cleaned. No harm was alleged.